Event description:
Healthcare professional, through regulatory agency, reported right side "rupture" and "capsular contracture (baker grade I)". The device was explanted and the replacement status is unknown. It is unknown if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.